Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient has not used the device in many years, and the pain is relatively new. Patient's system was explanted on (B)(6) 2018 due to the issue.